Manufacturer narrative:
Physio-control further evaluated the device but could no longer reproduce the reported issue. It was observed that the device had logged an event code into its memory that was related to a watchdog reset discrepancy. The device would still power on and it would charge and shock defibrillation energy. The event code was cleared from the memory. Proper device operation was then observed through functional and performance testing. A cause of the reported issue could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device could not be powered on and emitted a beep tone. With a new battery inserted, the device would still not power on. There was no patient use associated with the reported event.